Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that seventeen (17) years after an intraocular lens (iol) implant surgery, the iol has an opacity. The patient is experiencing reduced visual acuity. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the iol was removed and a new lens was inserted seventeen (17) and a half years later. The patient was hospitalized due to the event for five (5) days.